Manufacturer narrative:
Please note that it was incorrectly reported that the involved device was returned. As reported via a voluntary medwatch, the site reported that during a coronary intervention, the user had difficulty removing an avanti sheath and a non-cordis guide catheter. Once the devices were removed, the patient was noted to have a retrograde iliac dissection. The event involved a (B)(6) male patient who was undergoing coronary angiography and intervention of the mid right coronary artery. Of note, the patient was reported to have a tortuous iliac artery. During the procedure, the user experienced difficulty removing an avanti sheath and a runway guide catheter (boston scientific). To facilitate removal, the guide catheter was cut and the sheath removed and exchanged for another sheath. Upon removal the guide catheter was found to be twisted around the sheath. After the equipment was removed, the patient was noted to have a retrograde iliac dissection with no change in distal pulses and no development of a hematoma. Details regarding whether the patient required subsequent treatment were not provided. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the information available for review, there are vessel characteristics (tortuous iliac artery) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Attached is the medwatch report submitted by the user facility. Please note that the catalog and lot numbers of the reported device were not provided but have been requested.

Event description:
As reported via a voluntary med watch, after coronary intervention with an avanti sheath and a runway catheter (boston scientific), the equipment was resistant to removal, requiring the guide catheter to be cut and sheath removed. A second sheath had to be placed . The guide catheter was found to be twisted around the sheath. In addition, the patient had a tortuous iliac artery. After the equipment was removed, it was that the patient had a retrograde iliac dissection with no change in distal pulses and no development of hematoma. The intended procedure was coronary angiography with pci of the mid rca.